Event description:
Temp sensing foley catheter noted to have temp sensing white probe wire spontaneously fall out of foley catheter site. Probe wire noted to have fallen on the ground when temp monitor alarming.